Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that 8 bd insyte¿ autoguard¿ shielded IV catheters experienced a catheter that broke/separated from hub. The following information was provided by the initial reporter: material no: 381423 batch no: 9252564 catheter breaks when trying to retract the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 8 bd insyte¿ autoguard¿ shielded IV catheters experienced a catheter that broke/separated from hub. The following information was provided by the initial reporter: material no: 381423, batch no: 9252564. Catheter breaks when trying to retract the needle.